Event description:
Rec'd info that an 840 ventilator had erratic display. Device was not being used on a patient when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphical user interface (gui) central process unit (cpu) printed circuit board assembly (pcba). Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).